Event description:
A patient who was recently implanted with their vns device called and reported that they were having an increase in seizure activity. They reported that they were prescribed an increase in their medication. The patient reported that on (B)(6) 2013, she had one seizure lasting 5 mins. She did not use the magnet as it was uncomfortable when she swiped. The patient will be seen in clinic and their settings adjusted. It is unknown the relationship of their seizures to their vns.